Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 344 mg/dl. The customer does not recall any significant events leading to the alarm. The customer did not have access to the device at the time of call and will call back later to confirm insulin pump serial number.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed and no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.